Event description:
Nurse placed 18 gauge insyte autoguard IV. When nurse retracted needle, spring appeared to malfunction causing blood spatter to pt and to nurse's clothing. There was no pt harm, the nurse did not sustain blood exposure to the skin or mucous membranes. No testing completed on the nurse, no interventions provided to the nurse. FDA safety report ID# (B)(4).